Event description:
It was reported that the patient had a surgical procedure to replace the inflatable penile prosthesis (ipp) device due to the ipp no longer functioning and fluid loss. The ipp pump did not work. During surgery, it was discovered that there was no saline left in the system. All components were replaced due to the device age. There was no patient complications reported.